Manufacturer narrative:
Additional information was received that the patient's non-rechargeable battery was low. The patient underwent an ipg replacement due to physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was no longer functioning. The patient will undergo a revision procedure wherein the ipg will be replaced.